Manufacturer narrative:
(B)(4). Corrected data - lot # & device manufacture date. Below is the list of correct lot numbers based on the information provided on the returned (B)(4) infant dual heated evaqua2 breathing circuits. (B)(4). 1 manufacturer narrative: method: three complaint (B)(4) infant dual heated evaqua2 breathing circuits were returned to fph in (B)(4) for investigation. The returned infant breathing circuits were visually inspected and pressure tested for leaks. Results: visual inspection revealed that all returned infant breathing circuits had a crack along one of the swivel wye ports. The swivel wye and the swivel elbow of device #3 were returned partly disassembled. The inspiratory and the expiratory limbs were also disconnected from the swivel. The soft tubes from the adaptor kit were placed on the inspiratory and the expiratory patient end connectors. The pressure test results of devices #1 and #3 were within specification. However, device #2 failed the pressure test. Conclusion: investigations into this issue have determined that the cracking has most likely occurred due to improperly mixed material in the batch. We have since contacted the supplier and arranged for them to supply the molding material with the two parts already mixed. We anticipate that this will resolve the issue and the project to implement this change is currently in process. It is also possible that the manipulation done on device #3 contributed to the swivel damage. All (B)(4) infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuits would have met the required specifications at the time of production. Our user instructions that accompany the (B)(4) infant dual heated evaqua2 breathing circuits state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A hospital reported via a distributor that the swivel wyes of three rt266 infant dual heated evaqua2 breathing circuits were found broken before patient use.

Manufacturer narrative:
(B)(4). Lot # & device manufacture date: lot date: manufacturing date: quantity affected: 2100091579, 10/07/2016, 1. 2100172537, 03/10/2017, 2. Manufacturer narrative we are currently in the process of obtaining the complaint rt266 infant dual heated evaqua2 breathing circuits from the hospital for investigation to determine if they had a malfunction, which could have caused or contributed to the reported event. We will provide a follow up report once we have completed our evaluation. Will be inspected at fph (B)(4).

Event description:
A hospital reported via a distributor that the swivel wyes of three rt266 infant dual heated evaqua2 breathing circuits were found broken before patient use.